Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: procedure happened earlier in the year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071770/7072126.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure due to infection. The physician believe that there was something about plastic inside the product that caused the infection. The explanted devices were not returned.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure due to infection. The physician believes that there was something about plastic inside the product that caused the infection. The explanted devices were not returned. Additional information was received that the patient was given antibiotics prior explant. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial, MDR in block h10. D6b: explant date: procedure happened earlier in the year.